Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a loss of therapeutic effect, and the patient's sciatic nerve was "acting up." The patient was experiencing back pain, and the stimulation was in the wrong location. The patient felt the stimulation in the legs rather than in the back. The patient was able to turn the stimulator on and down, and the patient was educated on the stimulator programming. The stimulator system was replaced, and everything is "good."